Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that since march of this year they were having discomfort and a burning sensation around the implant site periodically throughout the day. Patient noted they would rub it and ignore it and the pain the would shoot from their knee down their leg and was pretty intense, more so when they would lay down and they would rub it and rub it and couldn't sleep. Patient reported going to the ER 4 times and stated when they were in the ER a month ago this past sunday the healthcare provider (hcp) said to turn the therapy off and within hours the pain was gone. Patient stated now their back is really bothering them, but they are afraid to turn the therapy back on. Patient is going to have an MRI to try and find out what is causing the pain; agent reviewed MRI information. The patient was redirected to their healthcare provider to further address the issue.